Event description:
In 2009, the reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that the pt's one touch ultra2 meter was having an "error 4" issue. The reporter believes that the last successful test on the subject meter was obtained three days prior, but was unable to specify the time of test and the result. Around 3:30pm the next day, the error message reportedly first occurred. After the reported issue began, the pt continued to take her fixed dosages of insulin and oral diabetes medications. She also had her old backup meter or the reporter's meter in order for her to continue to test twice daily at 8am and 4pm. On the day prior to lifescan was contacted at 10:30pm, the pt reportedly was shaky and slightly disoriented. The reporter indicated that these symptoms were indicative of the pt's low blood glucose symptoms. The reporter tested her blood glucose levels on his meter and the result was "61 mg/dl". The reporter treated the pt with glucose tablets, grape juice, and an orange. It took approximately 30 mins to 1 hr for the pt to feel better. He attributed to pt's symptoms to the dialysis treatment the pt had two days prior to original date. The reporter was unable to report if the pt tested her blood glucose levels on another meter earlier in the day. The customer care advocate (cca) went through troubleshooting with the reporter and noted that the correct testing techniques were being used; however, the pt was using non-lfs brand test strips. Replacement product were sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic 1 day after "error 4" issue occurred. There was no evidence that the product malfunctioned since non-lfs brand test strips were used.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.